Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Per soltive superpulsed laser fiber instructions for use: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." Olympus will continue to monitor field performance for this device.

Event description:
It was reported during the laser portion of the procedure (unknown procedure) the fiber broke and burned a hole in the drape over top of the patients left leg. After close inspection there was no damage noted to the patients leg. No patient harm, no user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to inform correction to b5 of the initial medwatch and information obtained through follow up . The reported event is being corrected from soltive premium superpulsed laser system broke to laser fiber broke (the event reported by the customer stated the fiber broke and not the laser system). Please see section b5 for the updated reported event. In addition, the laser unit (tfl-pls) on the initial MDR report although it was not reported to be broken at the time of the event, per the follow up response, it was conveyed that it will be returned for inspection/evaluation as well. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the fiber of the soltive premium superpulsed laser system broke and burned a hole in the drape over top of the patients left leg. The issue occurred during a ureteroscopy, laser lithotripsy of kidney stone. The procedure was completed with a new laser fiber. No delays were reported. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6) soltive premium superpulsed laser system model tfl-pls, serial number unknown. Report with patient identifier (B)(6) micron tfl ball tip single use fiber - tfl-fbx200bs, lot unknown. This report is for report with patient identifier (B)(6) soltive premium superpulsed laser system model tfl-pls, serial number unknown.